Event description:
It was reported that a remote transmission done post-operatively showed a rise in the atrial lead impedance. The lead remains in use. No patient complications have been reported as a result of this event.